Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. No alarms could be verified due to the blank display. The insulin pump was also received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Unexpected restart, external ram error and displayable history check failed on startup alarms found in the alarm history. Blood glucose value was 127 mg/dl. Nothing further reported.